Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump was rejecting the new batteries, the side of the display screen was peeled off by the bottom panel, and cannot find sensor alarms. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the sleep current test, active current test and self test. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No failed battery tests noted during testing, however, they were found in the history file [(B)(6) 2025 at 06:47, 06:48]. The pump successfully paired to a test transmitter without any issues. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, peeling keypad overlay, missing display window/cover, partially broken retainer, cracked case-corner of belt clip rails and pillowing keypad overlay. Failed battery test was not confirmed during analysis. No communication between the pump and transmitter was not confirmed during analysis. Cosmetic damage to the display window was not confirmed, however, other cosmetic damage was observed during analysis; cracked battery tube threads, scratched case, cracked keypad overlay, peeling keypad overlay, missing display window/cover, partially broken retainer, cracked case-corner of belt clip rails and pillowing keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.